Manufacturer narrative:
This report is submitted on july 13, 2017.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site and was treated with IV and oral antibiotics; however the issue could not be resolved. Subsequently in an attempt to change the location of the device, the surgeon accidently cut the ball electrode resulting in the decision to explant the device (date not reported). The electrode array was left in situ to preserve the cochlea. There are plans to reimplant the patient with a new device; however this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.